Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported on (B)(6) 2020 that on an unknown date the depth gauge for locking screws to 100 mm for im nails was found bent preoperatively. There was no patient involvement. There was no surgical delay. The procedure was successfully completed. This report is for one (1) depth gauge for locking screws to 100 mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.010.072; lot: 1645672; manufacturing site: hägendorf; release to warehouse date: march 5, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot number: 1645672) was received at us customer quality (cq). Visual inspection of the received device indicated that the needle component was deformed and slightly bent near the hook. The bent hook can differ the measurement values, thus the complaint condition was confirmed for the received device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle outer diameter at proximal end = 2.5 +0/-0.1 mm. Measured dimensions: needle outer diameter at proximal end = 2.45 mm, conforming. Device used ¿ caliper ca818. Document/specification review: the following drawings were reviewed: current drawing and manufactured drawing. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the device needle/hook component was deformed and slightly bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.